Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that patient experienced elevated blood glucose (bg) of 33.33 mmol/l with rapid and deep breathing, extreme thirst, excess urination, stomach ache and nausea, shortness of breath, a headache and a large level of ketones associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and was given insulin via pens and felt better after treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2018 with the following findings: review of the black box shows the basal history was manually cleared when an eaw-244 - clearing basal alert recorded on (B)(6) 2017 at 23:55. Deliveries never resumed. The pump was exercised for 24 hours with no clearing of the basal program duplicated. At the end of testing, the basal history correctly showed the programmed amount delivered and total daily doses added up to reflect the user¿s programmed rates. No hypersensitive or stuck keys were observed on the keypad. The basal history adds up correctly to total the total daily dose. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.